Event description:
It was reported that the ilet pump¿s sleep/wake button intermittently failed to respond with expected haptic feedback during attempts to unlock, including after initiation of therapy, despite the device battery being above 50 percent. Perceived absence of vibration feedback when pressing the sleep/wake button was also noted. Outcomes included user inconvenience without clinical impact, medical intervention, or alarms. Investigation included customer education, functional check over the call, device cleaning, charging, and a device restart. Investigation of this case revealed that the device responded normally after cleaning, charging, and restarting, with successful wake attempts replicated multiple times during the call. It was concluded that the event was non-reproducible after troubleshooting and that the device functioned as intended at the time of evaluation.